Event description:
Caller reported an issue with the speaker and vibrate function of the pump, describing the alert sounds as too quiet. Cts confirmed that the relevant settings were correctly set to make sound and vibrate and instructed the caller to adjust the alert sound setting to high. Despite cleaning the speaker holes and triggering an alert, the sound was still barely audible. Csa approved a pump replacement after consultations. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller on how to trigger alerts, put the pump into storage mode, and return the pump using a pre-paid label to avoid charges. A replacement pump, which includes updated software, was sent to the customer. The caller acknowledged the need to program settings and connect the cgm to the new pump.